Manufacturer narrative:
The evaluation into the current issue raised by this customer included accuracy testing in which all generated results met acceptance criteria. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The study documented in "performance characteristics of six intact parathyroid hormone assays" - (B)(4), was reviewed. The review indicated that while the architect ipth assay showed a (B)(4) bias, the correlation between all six of the platforms tested was good. The abbott architect intact pth package insert and the abbott architect intact pth troubleshooting guide contain information to address the current issue. The abbott technical assay specialist discussed with the customer who understood the recommendation to perform reference range studies. The customer agreed to do so to resolve discrepant patient results interpretation. Based on the results of this evaluation, the architect ipth reagents are performing as intended and no product deficiency was identified. Additional reagent lot: 01210c000: expiration date: 09/05/2011; device manufacture date: 04/01/2010. There is no tracking by the customer in the ticket documentation of which lot was used with any patient samples. Besides the two lots documented here, other reagent lots may have been in use over time, but not reported by the customer.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer states that physicians are questioning architect ipth assay results as being too high. This has occurred over a number of different lots of reagent. The customer gave one example of an architect result of 98 pg/ml with this same sample generating a result of 42 pg/ml at a reference lab (methodology unknown). There is no impact to patient management reported.